Event description:
Additional information received reported that the patient was doing well after surgery. Continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire fr encountered resistance during delivery in the proximal section of the rebar-18 catheter. The patient was undergoing surgery for treatment of a cerebral infarction. Angiography revealed that there was a thrombosis in the r ight middle cerebral artery m1. It was noted the patient's vessel tortuosity was normal. It was reported that a 6f-115, navien, rebar18 and solitaire fr-4-20 were used for pull-out combination. When the stent was removed, it was found that the push rod was slightly kinked. When it entered the rebar18 microcatheter, it felt very astringent and it was difficult to push out of the microcatheter. To ensure the safety of the operation, a new 4-20 stent was used, and the thrombus was pulled out again. The blood vessel was successfully opened and the operation was completed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: vis (m-78210) ¿ as found condition: the solitaire fr device and rebar-18 catheter were returned for analysis within a shipping box and a plastic bio-pouch. ¿ damage location details: no bends or kinks were found with the solitaire fr pusher. The stent was found still attached to the pusher and in good condition. No damages were found with the rebar-18 catheter hub or distal tip. No bends or kinks were found with the catheter body. ¿ testing/analysis: the rebar-18 catheter was flushed, water exited the distal tip. The solitaire fr device was delivered through the rebar-18 catheter without issue. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during delivery¿ and ¿kink/damaged¿ reports could not be confirmed. No issues were encountered during testing of the solitaire fr device and rebar-18 catheter. Possible causes of ¿resistance¿ include patient vessel tortuosity or not maintaining a continuous flush. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.